Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
A doctor reported glistenings (small blurry spots) in both sides of a lens following an intraocular lens (iol) implant procedure. The lens remains implanted.

Manufacturer narrative:
Additional information: the file references use of a viscoelastic which is not qualified for use with the cartridge and associated lens model. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. (B)(4).

Manufacturer narrative:
(B)(4).